Manufacturer narrative:
(B)(4). Investigation result of stent partially deployed. A wallflex biliary rx covered stent and delivery system was returned for analysis. The device was received with the stent partially deployed. Visual evaluation found the blue outer sheath was kinked near the distal end and the inner shaft was kinked and warped. There was no issue with the stainless steel tube. Functional analysis found that it was possible to deploy the stent with no issue. There were no issues found with the stent holder or stent. No other issues were identified during the product analysis. Operational factors may have contributed to the reported event failing to deploy the stent. The damages noted with the device during analysis are consistent with the application of excessive force and are most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx covered stent was to be used to treat a malignant stricture due to cancer in common bile duct during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the wallflex biliary stent failed to deploy and the stainless steel handle was kinked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was partially deployed.